Event description:
The med ctr reports that sometime in 1996 a clinician experienced a problem with a blood gas sampling syringe. The clinician was drawing blood when she allegedly noticed a hole in the syringe barrel. The clinician was reportedly able to turn the hole away from the pt and herself and no blood exposure occurred.